Event description:
The reporter did meter to lab comparison tests. Reporter's meter reading was 132 mg/dl, and 30 minutes later at lab, a venous draw was done. Reporter's lab test result was 181 mg/dl. Reporter did not have any symptoms. A control test was not done due to lack of supplies. Reporter checks the confirmation dot on the test strip, and reporter's testing technique is accurate. No harm was alleged.